Event description:
While troubleshooting for a check patient line alarm, a care giver (cg) reported seeing air in the patient line. The air was identified during fill 1 of peritoneal dialysis therapy on a homechoice device. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. Proper procedures were reviewed and the care giver was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.